Event description:
It has been reported to philips that tempus ls won't charge the battery although it will run on battery power. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.